Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: on what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. During which stroke did the event occur? On reloading. Stroke sequence and firing uninterrupted. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green 60 (ecr60g). Was buttressing material utilized? If so, which product? Yes. Was the instrument fired across or near an existing staple line or clip? Yes crossed staple line. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The staple line was formed correctly with no malformed staples following observation from the surgeon. No known issues with patient outcome. There is no further information regarding this complaint.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. An unfired reload with the pan detached was received. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, after firing, the scrub nurse attempted to remove the cartridge from the echelon endo cutter. The reload split in half, the metal and the plastic came apart. The metal section got stuck in the cutter but the nurse was able to remove it. They were able to reload the device and continue without further problems. Delayed a couple of minutes was experienced. The product specialist was present and thinks it was being grasped in an incorrect way. Another device was used to complete the procedure. No patient consequence reported.